Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device displayed battery depletion alert showing signs of premature battery depletion (pbd). Data analysis showed the battery appeared to be depleting more quickly than expected. Device currently remains in service. No additional adverse patient effects were reported. Subsequently, additional information was received indicating that the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
It is currently unknown if the device is available for investigation. A good faith effort (gfe) attempt is currently in progress to gather additional information about the return. A supplemental report will be filed once the information is available. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device displayed battery depletion alert showing signs of premature battery depletion (pbd). Data analysis showed the battery appeared to be depleting more quickly than expected. Device currently remains in service. No additional adverse patient effects were reported.